Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that for the past six month his pump has not been delivering his basal rate. Every couple of days his blood glucose goes high. No adverse event reported. A request was made for the return of the device.